Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 30sep2024 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2024-00038 since there is more than one device implicated. Lss analysis summary a female pt reported that in (B)(6) 2024, when dialing 10 u of insulin using humapen ergo ii, it was pressed down to 1-2 u left. The dose knob couldn't be twisted to 0, it was not smooth, the dosage was inaccurate. The pt had increased blood glucose. The investigation of returned device (batch 1404d02, manufactured apr2014) found the device met functional requirements. The alleged malfunction was not confirmed. Also found the soft touch was de-bonded and damaged, pen housing was cracked and damaged, and lens/bezel was cracked, all with evidence of excessive force applied. Foreign material observed on the dial, front housing threads, cartridge holder, and pen cap, introduced in the field, not related to the manufacturing process. Due to the damage to pen housing, dose accuracy and glide (injection) force testing could not be performed. Device was disassembled to check for internal damage to the components and foreign material inside of the device that would contribute to device not being dose accurate. Upon completion of disassembly, no damage or foreign material was observed to internal components of device. While it is unk how long the pt used device, based on the amount of time elapsed since device was manufactured (apr2014), it is likely the pt used it beyond its approved use life. The pt reported she would use a new needle every several days and pen was stored with needle attached. There is evidence of improper use. The pt stored the device with needle attached, used the device while visually impaired, and likely used the device beyond its approved use life. It is unk if these misuses are relevant to the complaint issue or the event of increased blood glucose. Additionally, the pt reused needles. Needle reuse may be relevant to the complaint issue if the needle became obstructed.

Event description:
Lilly case ID :(B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints, concerned a female patient of unknown age and origin. Medical history included eyesight was not very good and unable to see clearly. The concomitant medications included insulin glargine administered for diabetes. The patient received insulin lispro (rdna origin) through a cartridge, administered thrice daily; 10 in the morning, 8 in the noon and 8 in the evening, subcutaneously, for treatment of diabetes, beginning since unspecified date in 2020 or 2021 (conflicting information) via reusable pens humapen ergo ii. Therapy start date of both humapen ergo ii was unspecified. It was reported on unspecified date, while administering insulin lispro, her blood glucose was not controlled well, it worsened and hence she was hospitalized for high blood glucose (not clear about the specific happening date and hospitalization date). (Lot. No. Unknown, pc no. (B)(4) and (lot. No. 1404d02, pc. No. (B)(4). On unspecified date, her insulin lispro dose was increased to 12 in the morning, 10 in the noon and 10 in the evening. On unspecified date in (B)(6) 2024, while administering insulin lispro, she tried to inject dose of 10 units, after pressing the injection button to 1-2 units, the injection button could not be pressed and could not return to zero. She indicated that she had relatively a lot of complications. It was reported she had the condition of eyesight not very good and unable to see clearly before starting insulin lispro. Additionally, for her second humapen, it was reported she would replace a new needle every several days and the pen was stored with the needle attached (improper use). The patient used the device while visually impaired, and likely used the device beyond its approved use life. She could not remember clearly and was confused. On unspecified date, according to doctors advise, insulin lispro therapy was discontinued and switched to insulin aspart therapy. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events was unknown. Status of insulin lispro was discontinued. Follow-up was not possible as consent to contact reporter and hcp were denied. The patient was the operator of huma pens, and her training status was unknown. The general and suspect humapen model duration of use was unspecified. The action taken with suspect humapens, and their return status were unspecified. Humpen ergo with unknown lot number was not returned to the manufacturer. The reporting consumer did not know relatedness of events with insulin lispro or humapen devices edit 30-jul-2024: upon review of information, added a suspect humapen ergo ii device with lot 1404d02. No other changes were made to the case. Edit 19-aug-2024: upon review of information, updated improper use of suspect devices from no to yes. Updated narrative accordingly. Edit 19aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 29aug2024: additional information received on 26aug2024 from the global product complaint database. Entered device specific safety summary (dsss) investigation outcome. Updated the medwatch fields/ european and canadian (EU/ca) device fields to include codes required for expedited reporting, reiterated improper use and storage as yes, reiterated malfunction as unknown, and device return status to not returned to manufacturer. Corresponding fields and narrative updated accordingly. Edit 13-aug-2024: upon review of information, case was unlocked to add line listing comment. No other changes were made to the case. Update 30sep2024: additional information received on 24sep2024 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/ european and canadian (EU/ca) device fields for the suspect humapen ergo ii device associated with product complaint (B)(4). Updated malfunction from unknown to no, product return date, device manufacture date. Corresponding fields and narrative updated accordingly. Edit 14oct2024: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2024-00038 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(6). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and product complaints, concerned a female patient of unknown age and origin. Medical history included eyesight was not very good and unable to see clearly. The concomitant medications included insulin glargine administered for diabetes. The patient received insulin lispro (rdna origin) through a cartridge, administered thrice daily; 10 in the morning, 8 in the noon and 8 in the evening, subcutaneously, for treatment of diabetes, beginning since unspecified date in 2020 or 2021 (conflicting information) via reusable pens humapen ergo ii. Therapy start date of both humapen ergo ii was unspecified. It was reported on unspecified date, while administering insulin lispro, her blood glucose was not controlled well, it worsened and hence she was hospitalized for high blood glucose (not clear about the specific happening date and hospitalization date). (Lot. No. Unknown, pc no. (B)(4) and (lot. No. 1404d02, pc. No. (B)(4). On unspecified date, her insulin lispro dose was increased to 12 in the morning, 10 in the noon and 10 in the evening. On unspecified date in jun-2024, while administering insulin lispro, she tried to inject dose of 10 units, after pressing the injection button to 1-2 units, the injection button could not be pressed and could not return to zero. She indicated that she had relatively a lot of complications. It was reported she had the condition of eyesight not very good and unable to see clearly before starting insulin lispro. Additionally, for her second humapen, it was reported she would replace a new needle every several days and the pen was stored with the needle attached (improper use). She could not remember clearly and was confused. On unspecified date, according to doctors advise, insulin lispro therapy was discontinued and switched to insulin aspart therapy. Further information regarding corrective treatment and hospitalization details were unknown. Outcome of events was unknown. Status of insulin lispro was discontinued. Follow-up was not possible as consent to contact reporter and hcp were denied. The patient was the operator of huma pens, and her training status was unknown. The general and suspect humapen model duration of use was unspecified. The action taken with suspect humapens, and their return status were unspecified. The reporting consumer did not know relatedness of events with insulin lispro or humapen devices edit 30-jul-2024: upon review of information, added a suspect humapen ergo ii device with lot 1404d02. No other changes were made to the case. Edit 19-aug-2024: upon review of information, updated improper use of suspect devices from no to yes. Updated narrative accordingly. Edit 19aug2024: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.